Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: aortic outflow graft stenting in patient with left ventricular assist device outflow graft thrombosis. Artificial organs, 2016; 40 (4): 414-416. Doi: 10.1111/aor.12569. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report detailing multiple complications and a successful treatment of an outflow graft thrombosis in a patient on vad support. The patient developed an acute pump thrombosis, requiring a pump exchange. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump with an unknown serial number was not returned for evaluation. The reported event cannot be confirmed due to insufficient evidence. Review of log files was not performed since log files were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of risk documentation, the most likely root cause of high power events can be attributed to multiple factors, including but not limited to thrombus formation/ingestion and/or high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.